Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to discomfort in his chest. An electrocardiogram was performed, and it was discovered that the right ventricular lead was not capturing, and the patient had a heart rate of 48 beats per minute. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.